Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (52 mg/dl). Reportedly, the customer had increased the pump basal rate which led to customer's bg levels dropping. Customer addressed low bg levels with food. Recommendation was made to discuss diabetes management with customer's health care professional.